Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The insulin pump had scratched display window, cracked display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error from the insulin pump. The customer's blood glucose reading was 111 mg/dl. The customer stated she removed the pump to swim at a birthday party. The customer stated that the pump alarmed motor error while delivering a bolus. The customer stated that they were unable to rewind the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.